Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed premature battery depletion of the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal telemetry and output. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. Final analysis identified an anomalous current drain from a defective capacitor, resulting in the reported event of battery depletion. Unrelated failure event observed during analysis. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found normal. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. As received, the device was returned with normal telemetry and output. Analysis of device noted an anomalous current drain from a defective capacitor, consistent with the reported issue of unusual battery depletion. Evaluation was also performed to assess the epoxy header condition, which determined this condition is acceptable and not contribute to the issue stated above.